Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that there was no ac output from the auxiliary connector. As a result, an alternate device was employed. There were no reported adverse consequences to the pt as a result of this event.